Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. It was reported the patient has tortuous anatomy with approximately five curbs in the vasculature to reach the atrium. Numerous rotations to extend the helix were needed. The helix was unable to be retracted and inadequate sensing measurements were obtained. Noisy signals were also observed and there was a concern the lead had fractured. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.